Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump is alarming. Customer states that they received a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and passed the motor test. Unable to confirm e70 alarm due to over written history file. The insulin pup has cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.